Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she went into a coma and was hospitalized for a week. She was out of town at a wedding and her pump kept alerting her to check her blood glucose. When she arrived home on sunday her blood glucose was 500 mg/dl. However, the customer passed out and her son thought she was low so he gave her orange juice, 911 was called. The customer was not wearing the pump at that time, and when she arrived at the hospital her blood glucose was 1,000 mg/dl. The customer was in a coma and did not remember anything else. Troubleshooting was initiated to inspect the pump. The drive support cap appeared normal. There were no air bubbles in the reservoir or tubing either. The call disconnected at that point. No products were shipped or returned.